Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory of this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An attorney alleges that the patient was implanted with a lead wire system and "suffered physical and other injury as a result of the recalled lead." The patient has "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." The patient "died as a direct and proximate result of defects" in lead and "are survived by various family members, named and unnamed." Further review of the manufacturer's database indicated the patient died approximately six and one half months post system implant.

Event description:
.